Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have called paramedics on three occasions due to low blood glucose. Customer reported that paramedics were called on (B)(6) 2015. Customer does not recall blood glucose but states that blood glucose on (B)(6) 2015 was 27 mg/dl. Customer was normally treated with glucose tablets prior to paramedics arriving. Customer reported that low blood glucose may have been due to continuous glucose monitoring system not working and rough days at work. After troubleshooting, customer was advised to call back should issue persist.